Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to duplicate the reported problem upon start up. It was determined that the main pcb was the root cause, as it did not function as intended. The main pcb was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported that the pump exhibited an e-fail-safe-mutex(0x10) error. It is unknown if there was patient involvement, no adverse patient effects were reported.